Event description:
It was reported that a patient underwent an incisional hernia repair on an unknown date and mesh was implanted. Patient developed a recurrent hernia and underwent a repair on 8(B)(6) 2013. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.